Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has been experiencing stimulation at the pocket site that isn't painful but noticeable. Rep reports pt was doing well with both her previous system and her current system up until a few months ago she was not getting good symptom management and the pocket stimulation started. Pt was implanted a year ago but a few months ago the issue started. Rep said they went through all 7 programs and they would all elicit the same sensation. They did ap and lateral x-rays and found the lead migrated forward distally and deep past the sacrum. They ran 2 impedances checks and everything was within range. Rep added that pt's previous lead was placed at s3 and the new lead was placed at s4. The physician made the decision that s4 would give her a better response. Rep said that there are no falls or trauma reported. Tss reviewed with rep they may consider running impedances in different positions (sitting, laying, standing) and trying with pressure applied and w/o pressure applied to the pocket site. Tss reviewed further considerations for running impedance checks and the possibility of loose lead connection to the ipg. Rep said they are potentially going to revise the lead position and consider replacing the ipg. Tss reviewed ipg shouldn't be compromised unless there was significant trauma to the header block but ultimately it is the physician's discretion. Rep said the clinician did try to turn off stim to see if the sensation went away. Pt said the stimulation didn't go away right away after turning off, it was 'lower'. The clinician had pt keep stim off for now. Tss reviewed the possibility of residual stim. Rep mentioned a previous instance where pt would feel 'pocket pain' but seemed to be due to ipg itself versus a stimulation/impedance issue.

Manufacturer narrative:
Other applicable components are product ID: 978b128, lot# va2c766, implanted: (B)(6) 2021 product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Caller indicated physician at one time has broken one lead (w/ fragment)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.